Event description:
Pressure bag pumped up to correct pressure. Netting holding 500 cc bag ripped along side of bag. Pressure bag had to be replaced. No patient harm.additional information obtained from the site: there was no patient harm, they just switched bags. There have been 3 more similar incidents before. The packaging was not saved, so there is no lot number available. In follow up with one of our ICU managers, he stated that it had happened a few times and that the tearing had occurred upon initial inflation - before it even reached the maximum required pressure.

Event description:
Pressure bag pumped up to correct pressure. Netting holding 500 cc bag ripped along side of bag. Pressure bag had to be replaced. No patient harm.additional information obtained from the site: there was no patient harm, they just switched bags. There have been 3 more similar incidents before. The packaging was not saved, so there is no lot number available. In follow up with one of our ICU managers, he stated that it had happened a few times and that the tearing had occurred upon initial inflation - before it even reached the maximum required pressure.